Manufacturer narrative:
.

Event description:
It was reported that the patient underwent vns generator replacement surgery due to normal end of service. The explanted generator was returned and underwent analysis. Analysis found the generator was at a partially depleted condition with a battery voltage of 2.362 volts. The generator performed to functional specifications however the backup positive and negative capacitors tests were not within specification. There were excessive bends noted in both feedthru wires. Visual examination of the positive feedthru wire revealed separation between the wire and silver polyimide conductive attachment compound. Review of the device history record showed the generator met all specifications prior to distribution from the manufacturer.